Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was advised to continue using the pump while contacting support if the problem recurred.